Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the cup won't assemble due to the ring being bent. The procedure was completed using a new cup. There is no further information available at the time of this report.

Event description:
It was reported that the bipolar would not assemble. The ring on the shell was bent. It was confirmed the ring was not disassembled from the shell and reinserted. A different shell was used to complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified a bent/twisted lock ring retained within the lock ring groove. Lock ring was returned with an incorrect orientation, the chamfer was facing downward into the shell. The lock ring has grooves on the bottom side. Shell has light scratches to the o.d. No other damage was noted during visual evaluation. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to a manufacturing deficiency, as the ring was returned with the wrong orientation within the shell. This complaint was confirmed based on the bent ring within the returned device with the wrong orientation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.